Event description:
It was reported that the patient experienced a lot of pain. It was noted that the patients ipg was not working as intended. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device was disposed of at the hospital.